Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open while locked and partial clip movement it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. On (B)(6) 2020, one clip (00806u172) was successfully implanted, reducing mr to 1. Then on (B)(6) 2020, mr increased and the patient experienced heart failure. The recurrent mr could not be controlled with medication. The physician stated the recurrent mr and heart failure is due to disease of progression. The initial clip is stable on both leaflets. Therefore, the patient was readmitted to undergo a second mitraclip procedure to treat the recurrent mr and heart failure. The first nt clip delivery system (cds 00806u169) was advanced to the mitral valve, and the clip was placed. However, prior to lock line removal, knots were observed on the lock line. Therefore, the knotted portion was cut, and the procedure continued. The clip was successfully deployed. A second nt clip (00815u160) was deployed to further reduce mr; however, the clip rotated and slightly opened to 40-50 degrees, increasing mr. The clip is stable, and the procedure ended at this point. Two clips were deployed, reducing mr to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip opened while locked and partial clip movement could not be replicated in a testing environment due to the returned condition of the device (clip not returned) and patient anatomy or procedural operational circumstances, respectively. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked. The partial clip movement appears to be a cascading effect of the clip opened while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.